Event description:
Philips received a complaint about the xl+ defibrillator indicating that the device will not charge. The customer contacted the service center. The device was only evaluated by the customer. The customer refused service since thy would have to pay for repairs. Based on the information available the problem was not confirmed. The customer refused service. The device remains at the customer site and is not repaired. No further actions at this time.